Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due normal battery depletion. The battery was at end-of-life (eol) level. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Other: na.

Event description:
The patient underwent an MRI procedure on (B)(6) 2010. The MRI staff reported that lead impedances were 2500 ohms prior to the procedure. At a follow-up on (B)(6) 2010, a -data not read- message populated for the battery and lead data. Attempts were made to program the pulse generator to doo from ddd mode, but doo was grayed out on the programmer. Upon reinterrogation, the device came up in doo mode and the device could be programmed back and forth freely.